Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that the pump was moving in the pocket. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics were done. A pump pocket revision was planned. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.